Manufacturer narrative:
B4: (B)(6) 2021. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -8.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6)2019. The lens was later exchanged for a longer length lens due to low vault. This exchange resolved the problem. Cause of the event was reporter as unknown.